Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began approximately three months ago. The patient manages their diabetes with self-adjusted insulin. The patient reported adjusting their food/drink intake based on how they were feeling. The patient reported developing symptoms of ¿dizziness, confusion and imbalance¿ around (B)(6). The patient reported falling due to these symptoms. The patient reported that the emergency medical services (ems) came to their house in response to this fall. The patient reported testing their blood glucose on an ems meter, they could not recall the exact reading obtained but stated that it was ¿high¿. The patient reported that the ems took them to the emergency room where they were treated with IV fluids. The cca was unable to troubleshoot the issue as the patient¿s supply of test strips had ran out. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.